Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed and nothing was found that could confirm the reported event. All data found showed that calculated volume matches recorded volume. Each identified infused volumes were in line with the device programming. The reported device was not returned to brézins for investigation but quality control was performed locally and no technical dysfunction was detected and no repair was needed. Therefore no issue could be identified for this device which worked as intended during testing. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "patient presented adverse reaction (skin rash, oppressive pain in thorax, erythema in mmss) during administration of iron carboxymaltose, which led to verifying all the parameters that could have generated it, including the infusion rate of the drug. On verifying the drug was programmed to be administered in 30 minutes (1000 mg of iron diluted in 250 ml), and the infusion was stopped due to the reaction after 14 minutes, that is, 116.66 ml (466.66 mg) should have passed, but the administration had been of 150 ml (600 mg), therefore more drug had been administered than indicated in the time elapsed, remaining as one of the causes for the generation of the reaction." Reporting due to the referenced issue. No additional issues or serious injuries to the patient were reported. More information is needed to complete the investigation.